Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose differences, and unexpected suspend [low sensor glucose]. The customer reported pain. The event involved product(s) mmt-7040c1. Troubleshooting was performed, and the insulin delivery had been suspended due to a glucose differential between the sensor glucose and the blood glucose. The sensor glucose reading of 60 mg/dl prompted the suspension, but the sensor's low limit was 70 mg/dl. The blood glucose level associated with the triggered suspend event was 83 mg/dl, above the desired glucose differential. After less than four days of wear, the customer reported a disparity between sensor glucose and blood glucose levels that was out of range. The consumer was recommended to wait at least an hour before calibrating his blood glucose levels. The customer reported difficulty with the insertion site. No further patient complications were reported. Product return for mmt-7040c1 is not expected.